Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that during the patients stage 2 implant procedure, an impedance check showed low impedance. It was reported to be 35ohms on contact 0<(>&<)>1, and 86ohms on contacts 9<(>&<)>11. Multiple impedance checks showed the same thing. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the low impedance was not determined, and that the surgeon decided not to disconnect and reconnect the lead and extension.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 3387s-40, lot#: va1dc1s: product type: lead. Product ID: 3387s-40, lot# : va1fakq: product type: lead. If information is provided in the future, a supplemental report will be issued.